Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Something in the twisting mechanism is faulty/broken. When used in surgery, it jams/skips when inserting the screw, making it dangerous and difficult to trust the direction of the screw when it jams/skips like that. Distributor's complaint form attached.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date) and d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: d4 (primary UDI number) . H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the viper prime nav shaft assy was stripped and signs of normal usage along of the device were observed. This type of damage is normal for this reusable istruments. The observed stripped condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the viper prime nav shaft assy was not performed due to post manufacturing damage. A functional test was performed turning manually the inserter coupler and some resistence could be detected. In additon, a squeaking sound is heard when the coupler is turned, as if some internal component were loose or broken. The complaint condition was able to be replicated. A potential cause for this condition can be traced to a possible damage of the internal components of the mechanism. However, due to the inability to access these internal components without damaging the device, this remains unknown, and the complete potential cause not established. The overall complaint was confirmed as the observed condition of the viper prime nav shaft assy would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper prime nav shaft assy, was conducted identifying that lot number mf4422504, was released in two batches. Batch1: lot qty of (B)(4) units were released on feb 11, 2021 with no discrepancies. Batch2: lot qty of (B)(4) units were released on aug 21, 2020 with no discrepancies. Supplier : depuy : (B)(4). Device history review : the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.